Manufacturer narrative:
The device has not been returned for evaluation to date. An investigation has been initiated based upon the reported information.

Event description:
The hospital reported that the catheter was inserted after being zeroed; however, the initial intracranial pressure (icp) after insertion was 'unreasonable' leading them to believe there was a problem with zeroing catheter. The patient was not affected in any way by the problem. The item was immediately replaced with a new catheter, which functioned as it should.